Event description:
It was reported to boston scientific via the 112th annual meeting of the japanese urological association that there were (B)(4) cases of transurethral water vapor energy therapy (wave) performed from (B)(6) 2023 to (B)(6) 2024. The median age of wave was 82.5 years, and the median prostate volume was 45.5 ml. The postoperative complications include (B)(4) case of scrotum abscess and (B)(4) cases of urinary retention.

Manufacturer narrative:
Matsumi, a., kurihara, y., tokunaga, m., et al. (2025). Initial experience with transurethral prostate lifting and transurethral water vapor therapy at nho okayama medical center. 112th annual meeting of the japanese urological association. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.